Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh and t-sling. Later the patient experienced post op complications of swelling, bleeding, the packing coming out and not being able to sit. Additionally the patient experienced, pelvic pain, urge difficulties, dyspareunia, possible scarring and vaginal bulge. A vaginal colporrhaphy with mesh excision and revision of anterior vaginal suburethral vaginal tissue were performed.